Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one j-hook guidewire was returned for evaluation. Gross visual, microscopic and dimensional evaluations were performed. Bending and stretching were observed throughout the guidewire shaft with core wire protruding out from the coils. The distal end of the flat core wire was noted to have a complete break as it was noted protruding the guidewire coils and the round core wire was noted within the guidewire coils with a complete break on the distal end. The distal portion of the j-tip guidewire was noted to be uncoiled as it appeared stretched. Therefore, the investigation is confirmed for the reported stretched, deformation, material separation and identified unraveled and fracture issues. However, the investigation is inconclusive for the reported physical resistance issue as the exact circumstance at the time of the event reported was unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use reviewed: "precautions: ¿ if the guidewire must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needled from damaging or shearing the guidewire." "Percutaneous procedure: caution: if the guidewire must be withdrawn while the needle is inserted, remove both needle and wire as a unit to prevent the needle from damaging or shearing the guidewire. 6. Gently withdraw and remove needle (or microintroducer sheath if using micropuncture set). Caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to help prevent the needle from damaging or shearing the guidewire." H10: d4 (expiration date: 01/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly stuck into the introducer needle. It was further reported that when the guidewire was attempted to be withdrawn, the guidewire was allegedly damaged and stretched. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2025). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a port placement procedure, the guidewire was allegedly stuck into the introducer needle. It was further reported that when the guidewire was attempted to be withdrawn, the guidewire was allegedly damaged and stretched. There was no reported patient injury.